Event description:
It was reported that a hemostatic valve leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was). During the procedure the hemostatic valve became detached. The operators were able to reattach the hemostatic valve which continued to leak approximately 50ml of blood total. A second was was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman access system (was) without the dilator. The hub, sheath, and device tip were visually and microscopically inspected. Upon inspection, no damage or defect to the device was identified. During functional testing the device was able to be properly flushed, backflushed, and air was able to be purged from the device. Product analysis could not confirm the reported event as functional testing was successful and clinical circumstances could not be replicated.

Event description:
It was reported that a hemostatic valve leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman access system (was). During the procedure the hemostatic valve became detached. The operators were able to reattach the hemostatic valve which continued to leak approximately 50ml of blood total. A second was was used to complete the procedure. No patient complications were reported.